Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) was confirmed. As received, the electrode belt was found to have a short in the cable connecting ECG c and ECG d between the blue (+5v) and brown (lead 1-) wires, causing the failure. The root cause of the short was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing excessive "adjust belt' messages.